Event description:
Customer repots back to back testing on the same meter while using the advantage system with results of 485 mg/dl and 117 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.